Manufacturer narrative:
The details of this complaint are under investigation with the manufacturer. The results of this investigation are still pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
One day after catheter insertion, the catheter was removed due to leakage. Catheter fragmentation of detected. X-ray was required to detect a foreign body located at the intracardiac level

Manufacturer narrative:
The details of this complaint are under investigation with the manufacturer. The results of this investigation are: from the user's description, we assume that the catheter ruptured due to a pressure burst above the maximum bolus pressure of 1.2 bar. As each catheter is leak- and flow-tested before packaging, we can exclude a manufacturing defect. This is the first complaint for batch no. 030215ge.

Event description:
One day after catheter insertion, the catheter was removed due to leakage. Catheter fragmentation of detected. X-ray was required to detect a foreign body located at the intracardiac level.